Event description:
Anesthesia is finding pieces of the rubber stopper of propofol vials either in the vial or in the syringe after drawing up the propofol. Dose, frequency & route used: IV route. Diagnosis for use: anesthesia. Event reappeared after reintroduction: yes.